Manufacturer narrative:
The investigation of the returned web system found the heater coil windings stretched. The heater coil pet and implant tether were found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. Further inspection found the proximal end of the heater coil and the tether melted, and the heater coil¿s forward and backward winds were touching. The heater coil winds touching will cause the system to short, which would lead to the inability to detach as described in the reported event. The returned detachment controllers were found to function as intended and would not have caused or contributed to the reported event.

Event description:
The physician was unable to deploy the web as the detacher, when connected, showed red light. Even after cleaning the wire with dry gauze and changing detacher. Removed from patient, not deployed. Change treatment method and no patient injury. When the device was received for evaluation, the investigation findings found the web unable to detach.